Event description:
It was reported that the atrial lead exhibited loss of sensing. An x-ray showed that the lead had dislodged. Twiddler's syndrome was reported. The lead was to be repositioned.

Manufacturer narrative:
No medwatch form was received.